Event description:
A 30ml luer-lock syringe tip broke off in the port during a blood draw on a pediatric patient in continuous veno-venous hemofiltration (cvvh). Could no longer draw labs or air from circuit. A new circuit was not re-started as patient was going to have a trial off cvvh. Patient was not harmed.